Event description:
The customer stated that about a month ago the pt received a reading of 170 mg/dl from the meter, so the customer called for paramedics. They received a reading of around 50mg/dl. A review of the system was conducted over the phone. The meter was functioning as intended. The customer was instructed on the proper technique of obtaining sample and getting a reading. The customer was satisfied that the meter was working well and had no further questions/concerns.